Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a known issue about oversensing with the atrial lead. But at the recent patient evaluation, the oversensing was reportedly worse. It was also reported that the patient experienced "dizzy spells" due to noise sensed on the atrial lead that caused the device to track the rate going up and down. The atrial lead was programmed off. There were no further patient complications as a result of this event.